Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Data investigation is undetermined. Receiver data was not observed in the cloud data for 050. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.